Event description:
Boston scientific crm received information that during a follow-up visit this device, which had been implanted three months, displayed a message that the longevity will be decreased. The caller decreased the ventricular output and technical service recommended performing a save memory to disk. Another warning displayed during the save to disk attempt. The caller stated that they would call back with additional information, however additional information including the device serial number was not obtained.

Manufacturer narrative:
The device remained implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.